Event description:
"Problem was occurring in ICU. Initially believed the liner was getting wet and therefore losing suction; however, it was discovered that the problem was being caused by cracked canisters. These canisters were therefore replaced with new canisters, and the problem has since resolved. There was patient involvement (no patient details), but there was no direct adverse effect to the patient since when the suction failed, this canister was replaced with a new one and suction was resumed".